Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had physical damage to their insulin pump. Customer reported several scratches on their display. It was found the scratches may have been caused by the customer lifting objects. The customer stated they were able to read the insulin pump's screen, but it was becoming more difficult to read. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.